Manufacturer narrative:
H10 - additional information can be found in fields b5 and e1.

Event description:
The customer clarified that the infusion was to run at 20ml/hr. As a result of the event, the patient was closely monitored with no other medical intervention required. There was no patient harm.

Manufacturer narrative:
The device has been received but has not yet been evaluated. Date returned to mfg: december 16, 2020.

Event description:
The event occurred in the intensive care unit and involved a plum 360 infusion pump that was reported to have alarmed for air in line, but delivered all of the fentanyl to a patient while the pump's display indicated that there should have been approximately 240 ml remaining (to be infused over 12 hours and 13 minutes). The device was programmed to deliver fentanyl at a concentration of 1000mcg/100ml at 200mcg/hour at a rate of 20ml/hour to run for approximately 12 hours. The infusion was initiated at 09:45am. At 10:08am, the device alarmed for distal air in line. The clinician noted the air, but the patient did not receive any air reporting the tubing had fluid, but found the solution container was empty, with 0ml remaining. There was no leakage of the solution noted. It was reported that fentanyl 250ml was delivered to the patient at a concentration of 2500mcg/250ml. It was further reported that there was no difficulty in programming or with initiating the infusion, and no programming error was generated.

Manufacturer narrative:
Investigation testing could not confirm customer's complaint that the device malfunctioned, did not sense emptied supply nor the complaint that the device appeared to have a faulty over-delivery. Performed performance verification testing (pvt) testing on the device and the device passed. Ran customer¿s programmed protocol on device. Device passed protocol testing. The device senses air that passed through mechanism and audibly toned as it is designed to do; probable cause not found. No repairs were conducted for this device. Per the customer's sample video, the device displayed 'distal air! Disconnect, reprime press start' and the bag appeared to be emptied. No further observations were identified and no other conclusions could be made from the customer's video. The incident date was confirmed to be (B)(6) 2020 and the medication involved was fentanyl 1000mcg/100ml. The device was started at 10:42:43 and programmed to infuse 250 ml (200 mcg) at 20 ml/hr. The device was interrupted at 10:59:54 with a distal air bolus alarm after infusing 5.7 ml. The distal air alarm was cleared at 11:12:23. The duration in this case is 17:11 which at 20 ml/hr would be expected to infuse 5.7 ml. The log matches what was displayed on the pump (vtbi down from 250 to 244 ml) and there was no indication that the pump recorded infusing anything more than that (correct) amount. The occurrence of distal air is consistent with the bag being empty. Reviewing the event log shows that the pump infused as programmed and infused consistently with the sequence of events as reported by the customer. The customer's complaint that the pump delivered an incorrect amount of medication could not be confirmed. Additional information in d8.